Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device left debris in a scope after reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.